Event description:
It was reported that there was an air embolism. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The 30mm closure device was deployed in the laa of the patient, but the compression was less than 8% and the device needed to be fully recaptured. After the 30mm was recaptured and removed from the patient the physician selected a 33mm closure device to use. The second closure device was deployed and was successfully implanted in the laa of the patient. It was noted at this time via transesophageal echocardiogram imaging that there was a mobile mass in the left atrium. After about 3 minutes the mass was no longer visible via imaging. The physician believe that this was an air embolism that dissolved shortly after it was seen. The procedure was ended following this. The patient did well following these events. There were no st elevations or any symptoms due to the air embolism. The patient was discharged the next day as planned.